Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the customer stated that the problem was resolved and requested case closure. The issue was confirmed resolved, and the case was proceeded for closure. The system functioned as intended after the customer resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID was not functioning and required manual login with a witness. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.